Manufacturer narrative:
Block h2 (additional information): block a1, block a2 (date of birth, age at time of event, unit of measure - age), block a3 , a3b (sex, gender) block a4 (weight and unit of measure - weight) block b5, block d4 (model number), block e1 ( initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address1, initial reporter address 2, initial reporter city, initial reporter country initial reporter zip/postal code, initial reporter phone) block e2 (health professional) block e3 (occupation) have been updated based on the additional information received on april 2, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation procedure for esophageal varices and anorectal hemorrhoids performed on (B)(6) 2025. During the procedure, it was noticed that when the package was opened it was found that the ligation device could not be used. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 2, 2025: the anatomy location is in the anus. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6) hospital (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation procedure for esophageal varices and anorectal hemorrhoids performed on (B)(6), 2025. During the procedure, it was noticed that when the package was opened it was found that the ligation device could not be used. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.